Manufacturer narrative:
Product analysis: the device returned with the balloon folds open. The device failed negative prep. On pressurisation of the device, a leak was observed on the distal balloon working length. Upon visual inspection, a longitudinal tear was observed starting at mid balloon working length and extending to the distal balloon cone. Leads in scratches were visible on the proximal end of the tear. The balloon material was uneven along the length of the tear. The distal shaft was kinked 8cm distal to the guidewire entry port. (B)(4).

Event description:
It was reported that the physician was attempting to use a sprinter legend balloon to pre-dilate a mildly calcified and moderately tortuous mid - distal om lesion exhibiting 80% stenosis. No damage noted to device packaging and no issues were noted when removing the devices from the hoop/tray. The device was inspected with no issues noted. Negative prep was preformed with no issues. It was reported that the balloon did not pass through a previously deployed stent. No resistance was encountered during delivery or excessive force used. The balloon was inflated up to 10atm and reportedly burst on first inflation and a sudden drop in pressure was noted. It was reported that the device was moved or re-positioned prior to the burst. The physician used another sprinter legend to complete the procedure. No patient injury reported.